Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection occurred. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection occurred. The pump was able to detect the cartridge during the load cartridge step. Correction # 2531779-03/24/2010-003-r. (B)(6).